Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 105 alarms which were reproduced. System error 105 alarms were verified through a review of the event history log and found to be caused by a failed motor. The motor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 105 was verified. The cause was determined to be a failed motor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 105 (pic motor error) alarm in the emergency room during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.